Manufacturer narrative:
The insulin pump was received with blank display due to corrosion found on the electronics. The low battery life and no delivery alarm could not be verified due to the blank display anomaly. The unit was received with a scratched display window, cracked display window corner, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The patient's blood glucose at the time of incident was 230 mg/dl. The display was not currently blank. The customer also confirmed that the battery cap was not damaged or corroded. The insulin pump also alarmed no delivery in the past; however, the customer resolved the issue. However, the customer removed the battery and reinserted it and the status screen displayed full battery life despite the battery already being used. The insulin pump was returned and replaced.